Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good condition. Review of the device data log noted an alarm displayed for 'wrong cassette' and 'high pressure'. Functional tests included use testing. A cassette was attached onto the pump and the pump alarmed 'wrong cassette pump won't run'. The pump failed functional and pressure testing. Further investigation of the pump found signs of fluid ingression around downstream occlusion sensor. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause of the alarm was fluid ingression around the occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicates there was no patient involvement in this incident.